Event description:
It was reported that the system gave low ma and kv errors and would not fluoro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board and performed a filament calibration. The system operates as intended.